Event description:
Customer reported a malfunction with their insulin pump, indicated by malf 12 code, and had experienced at least three similar occurrences previously. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.